Event description:
The patient reported they had turned their device off due to not being able to urinate, and they just had some dripping. It was indicated that they felt like they had to go to the bathroom, but when they went, there was only drips coming out. It was also stated they felt nauseous and had been vomiting. The patient had turned stimulation down to see if that would help. It was noted that the stimulation was too strong for them if they increased it. During the call, the patient was able to change from program 1 to program 2. Additional information received reported the reported event may have been caused because they forgot to take some of their other medication that morning. However, the patient's program was changed to 0+-1-2, and they were able to void fine after that change. They hadn't had the problem since, and their therapy was working well for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.